Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 UDI number. Additional information was requested, and the following was obtained: the sales rep reported that stratafix spiral suture sxpp1b406 may also been used on the patient. The initial procedure of a hysterectomy occurred the week of (B)(6) 2025. The surgeon always does 2 back stitches with stratafix. Post op instructions for all patients includes no intercourse for 8 weeks and examination prior to clearance. No estrogen prior to healing. Lot number is unknown. No additional information is available.

Event description:
It was reported that an active obese women underwent an unknown procedure on an unknown date and barbed suture was used. They are six weeks out, and seen three days ago yesterday. And came in for pain and spotting. Stratafix dye totally came off and was light gray white. It looked stringy but did not look separated. However the surgeon said that if she had poked her finger through the skin would have dehisced. Surgeon advised no sex, and minimal activity and prescribed antibiotics. Possible suspecting of dehiscence. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by ¿leaving a hole behind.¿? Did the barbs not hold in the tissue post op? Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Did the suture pull out of the tissue? Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? If not already given, please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? Patient 1: march 11, 2025 - robotic hysterectomy with bilateral salpingectomy, right oophorectomy, extensive excision of endometriosis, left ureterolysis patient 2: jan 2025 robotic hysterectomy patient 3: unknown date ¿ unknown procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Please describe the appearance of the suture during the second procedure. Onset date/time of dehiscence? (# post op days) please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?